Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device experienced no image displayed and communication error message ¿contact olympus¿ appeared. There were no reports of patient or user harm associated with this event.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Udated information: d8, h8. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error code e218 and image noise. A definitive root cause could not be identified. Based on the results of the investigation, when the video connector is heated with a dryer and the connector is vigorously moved up and down, the malfunction occurs which is the reason why it is considered to be the cause. Olympus will continue to monitor field performance for this device.